Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cable contact seemed to be faulty, the positive ventricle continuity tested open, but no intermittent connection was found when the cable was bent or manipulated. It was noted that the cable was over two years old and so was at end of life, but the cable passed visual and mechanical inspection with no anomalies observed. All other continuity tests were ok and the connections were not shorting out between themselves.

Event description:
It was reported that the cable contact seemed to be "faulty" as it provided different values each and every time it was connected or reconnected to the external pulse generator. The cable was returned for service/evaluation. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cable contact seemed to be "faulty" as it provided different values each and every time it was connectedor reconnected to the external pulse generator. The cable was returned for service/evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.